Event description:
The anesthesia machine did not function. The patient was bagged through procedure. The machine was turned over to clinical equipment. It was discovered that an or table metal arm support had been tossed up onto the machine breaking the sight window causing the machine to malfunction. Unable to replace the machine during surgery as other anesthesia machines were in use. The physician was aware and decided to continue.